Manufacturer narrative:
Concomitant products: 100ml baxter bag ndc (B)(4), lot p352930, exp aug 2017; meropenem in 0.9% sodium chloride injection and 1 gram vial of meropenem, ndc (B)(4), lot 0050d51, exp 11/2017; 500ml; baxter bag. Ndc (B)(4), lot y215046, exp jan 2018; 0.9% sodium chloride injection. Therapy date: (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported an unregulated flow from a secondary infusion of meropnemu (presumed to mean meropenem) observed prior to the pump being turned on or programmed. After the nurse programmed the pump for the secondary and initiated the infusion, an unregulated flow was again observed. The nurse stopped the infusion and converted it to a primary in order for the infusion to complete as intended. Later, a new unspecified ivpb infusion was initiated using a different secondary tubing but the same primary tubing and the secondary was observed to flow into the primary and to fill the drip chamber. The nurse then clamped the primary tubing below the check valve in order for the infusion to run as intended. Although the clinician in attendance is unsure if the total amount of the medication was delivered, there was no patient harm.

Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of a check valve failure and back check valve (backflow) was confirmed. Testing of the used returned part indicated a failed result per supplier. Disassembly of the check valve part resulted in discovery of three particles located between the housing seal area and the affixed silicone diaphragm disk on the used set received. The size of the particle was measured to be 0.0436¿, 0.00512¿ and 0.0203¿ long. The particles were identified to be ¿calcium carbonate¿, ¿cellulose¿ and ¿pvc¿. The root cause of the check valve failure is due to multiple particles as calcium carbonate¿, ¿cellulose¿ and ¿pvc¿ found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the calcium carbonate¿, ¿cellulose¿ and ¿pvc¿ were not identified.